Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed as the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. Specific details regarding the technique used/handling which led to the device failure are not known; however, it is most probable that excessive force and/or use of an incorrect drive unit repeatedly over torqued the drive shaft of the device leading to fatigue and ultimately the fracture at the distal tip. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Per the technique guide, during use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The roughly spiral break is located at the proximal edge of the drive shaft helix. The helix is intact and the broken distal portion and a small fragment were received. It is estimated that approximately a length of 15 to 16.4mm, based on the drawing, was not returned. The distal tip shows scraping and worn edges. There are significant scraps and rounding of the edges on the proximal connecting post. The balance of the device is in working condition. Thus, the complaint condition is confirmed and consistent with the reported condition but cannot be replicated as the shaft is already broken. A review of the current design drawing/manufactured revision for the top level assembly and the drive shaft component was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The condition of the returned drive shaft is consistent with damage from having been subjected to excessive force and/or having been repeatedly over torqued. Per the technique guide, a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Specific details regarding the technique used/handling which led to the device failure are not known; however, it is most probable that excessive force and/or use of an incorrect drive unit repeatedly over torqued the drive shaft of the device leading to fatigue and ultimately the fracture at the distal tip. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that no broken pieces were left in the patient.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing date: august 28, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event (B)(6) as follows: it was reported that a reamer/irrigator/aspirator (ria) drive shaft broke near the reamer head during use in a right femur on (B)(6) 2015. The instrument had collected enough bone graft prior to the shaft breakage. No patient harm or surgical delay was noted. This report is 1 of 1 for (B)(4).